Manufacturer narrative:
The initial MDR with manufacturing report number (8021545-2025-02007), was submitted on 01-aug-2025. Upon receiving additional information, it was discovered that sample has been received on 18-sep-2025. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H4: manufacturing date. H6: investigation results under type of investigation. Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012605, in question was manufactured at the osted site. Threshold analysis: a query was run on 03-nov-2025 against "final reporting decision equal "serious injury" and "death" , "lot number" criteria equal "6012605" . The count of complaints is 1. As the count of complaints is below 3 no further statistical trending analysis is required. Device history record (DHR) review: the lot 6012605 was manufactured according to the work instruction (wi) appendix 1 batchcard for production of packaging room on 07-apr-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product returned. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: the united states.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the packaging was not sealed properly misshaped or sterile packaging not intact on (B)(6) 2025. No further information available.